Event description:
A customer reported a system message occurred at the beginning of a surgical procedure. The footswitch was blocked resulting in system failure. The procedure could not be completed and had to be postponed. In addition, the following surgical procedures of the day had to be postponed. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).